Manufacturer narrative:
(B)(4); the product is expected to be returned. Once it is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two shocks: one while at home on the couch and the second when in the car. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the two shocks were inappropriate and were the result of noise being oversensed as well as a drop in r-wave amplitudes. The impedance values have remained stable and within range. Additional troubleshooting was discussed with the field representative. No additional adverse patient effects were reported. Additional testing was performed with this s-ICD system. During testing, the shock impedance measurements could not be obtained. In addition, a charge time (CT) alert was displayed on the programmer screen. Another memory download was performed and sent to boston scientific engineering. An engineer discussed that the CT alert was related to an intermittent issue with the s-icds ability to dump the charge associated with performing the impedance measurement when entering manual or automatic setup. It is not an indication that the electrode impedance is out of range, but rather that the circuitry associated with performing the test was having an intermittent problem. It was also discussed that therapy still remains available for the patient. This information was provided to the field representative to communicate with the physician to determine the next course of action with this patient. At a later date, the s-ICD system was explanted and successfully replaced with a non-boston scientific transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The complete electrode was returned severed in two segments approximately 6.2 centimeters from the terminal pin. Visual inspection noted the presence of a setscrew mark on the high voltage contact in the correct location. Resistance and pressure tests were completed on each segment to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two shocks: one while at home on the couch and the second when in the car. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the two shocks were inappropriate and were the result of noise being oversensed as well as a drop in r-wave amplitudes. The impedance values have remained stable and within range. Additional troubleshooting was discussed with the field representative. No additional adverse patient effects were reported. Additional testing was performed with this s-ICD system. During testing, the shock impedance measurements could not be obtained. In addition, a charge time (CT) alert was displayed on the programmer screen. Another memory download was performed and sent to boston scientific engineering. An engineer discussed that the CT alert was related to an intermittent issue with the s-icds ability to dump the charge associated with performing the impedance measurement when entering manual or automatic setup. It is not an indication that the electrode impedance is out of range, but rather that the circuitry associated with performing the test was having an intermittent problem. It was also discussed that therapy still remains available for the patient. This information was provided to the field representative to communicate with the physician to determine the next course of action with this patient. At a later date, the s-ICD system was explanted and successfully replaced with a non-boston scientific transvenous system. No additional adverse patient effects were reported.